Manufacturer narrative:
(B)(6).

Event description:
Additional information was received from the international affiliate that there was no human reaction to their sterrad 100s sterilizer "releasing a strong smell."

Manufacturer narrative:
New information - no human reaction.

Manufacturer narrative:
Ni

Event description:
A customer reported their sterrad 100s sterilizer is "releasing a strong smell, it's impossible to handle." Follow up attempts to gather further information have been unsuccessful. Asp will continue to follow up for potential human reactions. Should additional information be received a supplemental report will be submitted. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2012.

Manufacturer narrative:
Sex is unknown. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, and system hazard and user misuse analysis. The DHR (device history record) was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. The service history for this unit for the past 6 months (08/01/2012 ¿ 01/28/2013) did not reveal a significant trend. The complaint trending for problem code ¿odor/smells¿ identified a significant trend over the past 12 months (september 2012 ¿ august 2013). This risk is considered as low as reasonably practical. The shuma (system hazard and user misuse analysis) defines the risk as low as reasonably practical for exposure to odor or odorants. The field service engineer replaced the catalytic decomp filter and made an adjustment to the oil mist filter. The unit was left in working order. No parts were returned for further evaluation. Review of the tracking and trending data did not identify a trend on this sterilizer. As a result, root cause or assignable cause analysis could not be performed. No further action is required; however, this issue will continue to be monitored.